Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was reproducible with arm movement, and the patient experienced a low heart rate during testing. Programming changes were made. There were no patient consequences.